Event description:
Initially, the customer discontinued the use of the homechoice device and returned it to baxter where it was determined the device failed the rite (returned instrument test/evaluation) testing due to encounter error prevent rite tx initiation-failed funct spec. During a follow up call on 09/15/10, the nurse stated that the patient had expired. The nurse declined to provide further information. During a follow up call on 09/15/10, the following information was received from global pharmacovigilance: in (B)(6) 2010, the patient began to experience "gastro problems" with symptoms of nausea, vomiting, and no appetite. On (B)(6) 2010, the patient was hospitalized for the "gastro problems (diagnosis unknown). Reportedly the gastrointestinal issues began three to four weeks prior to the patient's hospitalization. While hospitalized in (B)(6) 2010, the patient developed a bowel leak which developed into fecal peritonitis (date unknown). The patient was treated with antibiotics intraperitoneal (ip). Reportedly, the patient was not a candidate for surgical intervention for the bowel leak because of weakness. On (B)(6) 2010, the patient expired while in the hospital. The nurse did not have an official cause of death or death certificate. At the time of death, the patient was performing pd therapy using manual exchanges. It was unknown when the patient discontinued use of the cycler. The events were unrelated to the dianeal solution.

Manufacturer narrative:
(B)(4).the device has been returned to the baxter product analysis lab for evaluation. Upon completion, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Product analysis lab (pal) evaluation indicates: the device passed the homechoice return instrument test and evaluation (rite) electrical tests but failed the rite functional test due to a timeout while trying to communicate with the unit under test (uut). The device met the remainder of the rite functional test requirements. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred. The iipv was reported under manufacturer report number: 1423500-2010-06053. A communications check was performed by the pal and the device functioned normally. The rite timeout is a communications issue. Evaluation of the device revealed no failure or malfunction that could have caused or contributed to the rite test failure or the patient passing away. The root cause of the rite test failure and the patient passing away is undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.